Manufacturer narrative:
(B)(4). Evaluation summary: the rotating hemostatic valve (rhv) was returned and during investigation was pressurized with a leak observed. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. An expanded investigation determined the most probable cause to be manufacturing related. This appears to be an isolated issue that will be addressed per standard operating procedures. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation a leak was noted somewhere on the rotating hemostasis valve (rhv). There was no patient involvement. The rhv was replaced with a new y-connector to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.